Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the left ventricular lead exhibited intermittent loss of capture. The lead was capped and replaced during a pulse generator changeout procedure. The patient was in good condition following the procedure.